Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed white debris is present inside the sterile packaging, and the sterile packaging remains sealed. Review of the white debris found the debris is visually consistent with the white foam insert. Creasing was noted in the sterile pouch with no visible holes. Sterility has not been compromised complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - (white debris) the likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. -(creasing in sterile pouch)the root cause of the reported event can be attributed to transit damage and a packaging design issue. - (white debris) this reported event falls within the scope of a corrective action, the purpose of which is to address the issue of complaints for debris in sterile packaging. -(creasing in sterile pouch) a corrective action has been previously raised to implement improved packaging changes that were determined as part of the corrective action. These packaging changes will reduce the number of transit related packaging damage events. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.